Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touchverioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 8.15am, she allegedly obtained an inaccurate high result of ¿326 mg/dl¿ with the subject meter and ¿227mg/dl¿ with another device (ot vita), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient confirmed that she took her normal dose of medication (including sliding scale ¿novorapit¿ 3 units) plus an extra unit in response to the inaccurate high results. The patient claims she developed symptoms of ¿hypoglycemia: hunger, trembling, sweating¿ 2 hrs 15 minutes after the product issue on (B)(6) 2015. The patent alleged self-treatment with glucose gels/tablets on (B)(6) 2015 at 10.30am. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.